Event description:
The below report was received by health authority (B)(6) (reference number: (B)(4) on 11-jan-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pain pelvic pain") in a 40 year-old female patient who had essure inserted (lot no. 641418) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: product taste abnormal ("poor digestion aluminium paper taste in the mouth" in (B)(6) 2022). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2022 she experienced pelvic pain (seriousness criterion medically important), abdominal pain ("abdominal pain"), abdominal distension ("eats little and feels full quickly /swollen and hard stomach"), vaginal haemorrhage ("vaginal bleeding"), vaginal discharge ("brown and odorous vaginal discharge"), headache ("headaches"), dyspepsia ("poor digestion"), dry mouth ("dry mouth"), oropharyngeal discomfort ("throat discomfort"), musculoskeletal pain ("joint and muscle pain"), sleep disorder ("sleep disorders"), hot flush ("hot flushes and cold sensation right after"), feeling cold ("hot flushes and cold sensation right after") and paraesthesia ("tingling throughout the body"). At the time of the report, the paraesthesia had resolved. The outcomes for pelvic pain, abdominal pain, abdominal distension, vaginal haemorrhage, vaginal discharge, headache, dyspepsia, dry mouth, oropharyngeal discomfort, musculoskeletal pain, sleep disorder, hot flush and feeling cold were unknown. No causality assessment was received for essure with regard to headache, dry mouth, musculoskeletal pain, abdominal pain, sleep disorder, vaginal haemorrhage, pelvic pain, vaginal discharge, oropharyngeal discomfort, hot flush, dyspepsia, paraesthesia, abdominal distension or feeling cold. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kg. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2023. The most recent information was received on (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 40 year-old female patient who had essure inserted (lot no. 641418) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: product taste abnormal ("poor digestion aluminium paper taste in the mouth" in (B)(6) 2022). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2022 she experienced pelvic pain (seriousness criterion medically important), abdominal pain ("abdominal pain"), abdominal distension ("eats little and feels full quickly /swollen and hard stomach"), vaginal haemorrhage ("vaginal bleeding"), vaginal discharge ("brown and odorous vaginal discharge"), headache ("headaches"), dyspepsia ("poor digestion"), dry mouth ("dry mouth"), oropharyngeal discomfort ("throat discomfort"), musculoskeletal pain ("joint and muscle pain"), sleep disorder ("sleep disorders"), hot flush ("hot flushes and cold sensation right after"), feeling cold ("hot flushes and cold sensation right after") and paraesthesia ("tingling throughout the body"). At the time of the report, the paraesthesia had resolved. The outcomes for pelvic pain, abdominal pain, abdominal distension, vaginal haemorrhage, vaginal discharge, headache, dyspepsia, dry mouth, oropharyngeal discomfort, musculoskeletal pain, sleep disorder, hot flush and feeling cold were unknown. No causality assessment was received for essure with regard to headache, dry mouth, musculoskeletal pain, abdominal pain, sleep disorder, vaginal haemorrhage, pelvic pain, vaginal discharge, oropharyngeal discomfort, hot flush, dyspepsia, paraesthesia, abdominal distension or feeling cold. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kg. ~lot number: 641418 manufacture date: (B)(6) 2009 expiration date: (B)(6) 2012. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.